Event description:
It was reported the device therapy capacitor needs replacement. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, for which the customer declined repair. The device remains at the customer site and no further evaluation is warranted at this time.